Manufacturer narrative:
Upon review of the photos provided revealed, pv leak was observed, the valve was deployed approximately 50 to 60 percent too ventricular, and the valve was non-coaxial (tilted) respectively to the native annulus. DHR review did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review did not reveal any other similar complaints. A review of complaint history from october 2019 to september 2020 revealed no similar confirmed complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices: per the IFU, the thv is intended to be implanted in a native annulus size range associated with the three-dimensional area of the aortic annulus measured at the basal ring during systole: for thv size 23mm, native valve annulus size (tee): 18-23mm; native annulus area (mm2): 338-430 mm2; area-derived diameter: 20.7-23.4 (mm). Thv size recommendations are based on native valve annulus size, as measured by transesophageal echocardiography (tee) or computed tomography (CT). Patient anatomical factors and multiple imaging modalities should be considered during thv size selection. Note: risks associated with undersizing and oversizing should be considered to minimize the risk of paravalvular leak, migration, and/or annular rupture. Per the procedural training manual, valve sizing: confirm thv size: confirm native annulus area and/or diameter. Assess anatomy and calcification. Select thv size. Note: thv size recommendations are based on native valve annulus size, as measured by tee or CT. Multiple imaging modalities should be considered during thv size selection. Borderline annulus size determination may require either a smaller or larger thv. Patient screening considerations for the smaller thv size: severe annular calcification, narrow root and low coronary ostia, narrow sinotubluar junction, narrow lvot, porcelain aorta, bulky leaflet and low coronary ostia. Note: patient anatomical factors and risks associated with undersizing and oversizing should be considered during thv size selection. Initial thv positioning: summary. Use fluoroscopy to visualize the thv during positioning. Obtain the determined coplanar fluoroscopic view. Position thv coaxially and centered within the native annulus using the flex wheel, wire manipulation and/or slight rotation of the delivery system. Position bottom of center marker at the base of the cusps manually or using the fine adjustment wheel. If center marker is off, adjust accordingly. Thv deployment: check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker, balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Valve deployment characteristics. Possible aortic movement during initial deployment. A slow controlled inflation during initial deployment may help with stability of the delivery system and thv. Factors that may affect the thv deployment characteristics. Severe ihss including septal hypertrophy: thv movement aortic. Assessing aortic regurgitation: post-dilation: managing post-dilation if necessary. Consider post-dilation if paravalvular jets are clinically significant. Use the same rapid ventricular pacing protocol. If limited space in sinuses with bulky calcification, avoid post-dilatation as risk of aortic rupture, hematoma or coronary obstruction is increased. Post dilate with the same balloon. Risks: central ar, aortic trauma, embolic complications. Potential benefits: reduce paravalvular ar, improved thv shape, improved hemodynamics. Note: if regurgitation is central rather than paravalvular, do not post-dilate. Based on the review of the IFU and training manuals, no deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformances contributed to the reported events. The complaints for ¿valve ¿ regurgitation ¿ pv leak¿ and ¿valve ¿ placement too ventricular¿ were confirmed based on provided imagery. However, the complaint for ¿valve ¿ regurgitation ¿ central leak¿ was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history and complaint history, revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. Per the report, after the implant of the first valve, a severe pvl was shown due to the low placement and hemodynamic unstable condition of the patient. Per imagery review, the valve was deployed approximately 50 to 60 percent too ventricular and noncoaxial respective to the native annulus. Per training manual, ¿position thv coaxially and centered within the native annulus using the flex wheel, wire manipulation and/or slight rotation of the delivery system¿, ¿position bottom of center marker at the base of the cusps manually or using the fine adjustment wheel¿, and ¿target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular)¿. As such, available information suggests that procedural factors (improper valve positioning) may have contributed to the complaint event. Since the valve was deployed too ventricular, the pvl skirt could not form an adequate seal, resulting in the observed pv leak. Additionally, the patient¿s native annulus area measurement was between 420mm2 and 445mm2. Per IFU (instruction for use), thv size 23mm was designed for native annulus area between 338mm2 and 430mm2, so the patients native annulus area was located at the upper borderline of thv size 23mm. According to the training manual, ¿borderline annulus size determination may require either a smaller or larger thv. In this case, the valve size was potentially too small, which could also lead to pv leak. Per imagery review, the deployed valve was canted, which may indicate the inadequate size of valve. As such, available information suggests that procedural factors (improper valve positioning/inadequate valve size selection) may have contributed to the complaint event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the report, the atrion inflation device was prepared with 2ml over nominal volume. After the post-dilatation, no change in pvl was observed and a central leakage could not be excluded. Per training manual, the benefits of post dilation were ¿reduce paravalvular ar, improved thv shape, improved hemodynamics¿, and risk of post dilation was ¿central ar¿. In this case, an additional 2 ml was added for post dilation. Per the IFU, valve functionality maybe impacted if the deployment balloon is over inflated. As such, available information suggests that procedural factors (over inflation) may have contributed to the complaint event. The complaint for ¿valve ¿ placement too ventricular¿ was confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. Available information suggests that procedural factors (improper valve positioning) may have contributed to the complaint event. No labeling/IFU deficiencies were identified; therefore, no corrective or preventative action, nor product risk assessment is required at this time. Control limits are managed and assessed. The complaint of ¿valve ¿ regurgitation ¿ pv leak¿ was confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. Available information suggests that procedural factors (improper valve positioning/inadequate valve size selection) may have contributed to the complaint event. No labeling/IFU deficiencies were identified; therefore, no corrective or preventative action, nor product risk assessment is required at this time. Control limits are managed and assessed. The complaint of ¿valve ¿ regurgitation ¿ central leak¿ was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. Available information suggests that procedural factors (over inflation) may have contributed to the complaint event. No labeling/IFU deficiencies were identified; therefore, no corrective or preventative action, nor product risk assessment is required at this time. Control limits are managed and assessed.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention, paravalvular leak (pvl), and central regurgitation are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the valve malposition resulting in pvl could not be determined with the available information. The central leak was likely caused by the valve post-dilatation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, the valve landed too low resulting in severe paravalvular leak (pvl), and the patient was hemodynamically unstable. The valve was post-dilated with an additional 2ml of inflation volume over nominal volume. After the post-dilatation, no change in pvl was observed and a central leakage could not be excluded. Therefore, a 26mm sapien 3 ultra valve was implanted within the 23mm valve. At the time of the report the patient was well.